Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. In addition, it was reported the touchscreen was cracked and the wake button was difficult to press. Reportedly, the customer had to press the button multiple times for the pump to respond, and the cause for the cracked touchscreen was not reported. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide any additional information.